Event description:
During an ercp procedure cannulation was acheived with a metal tip catheter. Saline was used to flush the contrast media from the catheter and then a tracer metro wire guide was advanced through the metal tip catheter. The catheter was exchanged for a sphincterotome and sphincterotomy was performed. The sphincterotome was then exchanged for a biliary stent introducer system. The info provided indicated that proper flushing techniques were used during each device exchange. Difficulty was encountered when attempting to remove the wire guide together with the guiding catheter from the introducer system. After excessive force was applied, the wire guide and guiding catheter were removed from the bile duct. Approximately 5cm. Of the distal tip of the wire remained inside the pt's bile duct. No effort was made to remove the remaining portion of the wire. The pt was reported to be doing well the following day.